Manufacturer narrative:
The customer called the company technical support specialist (tss) and requested a footswitch exchange; the customer did not request service. The root cause is unk. (B)(4).

Event description:
A customer reported a power surge occurred at the facility. Subsequently, the unit displayed a system message indicating a footswitch error. Pt impact is unk. Multiple attempts were made to retrieve add'l info but none has been rec'd to date.